Event description:
It was reported that the customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed as customer declined troubleshooting with tandem technical support, and declined to provide additional information. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.